Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported patient presented in clinic for routine follow up. Patient had received inappropriate shock therapy due to rapid atrial fibrillation. Patient was prescribed on appropriate medicine treatment to control rapid atrial fibrillation and programming changes were made. No other adverse consequences were reported.